Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2009 to report that a burning smell was coming from the orthopat machine and then it powered off. No injury or reaction noted. Upon eval the reported problem was verified. A major blood spill was also found inside of the device. The machine was completely disassembled and decontaminated. All damaged components were replaced. The machine is now ready for use. This report reflects a product issue identified during a retrospective review of service records. No pt or user harm or injury was reported or allegedly associated with the issue identified in the service record. Actions taken in response to this issue are recorded in haemonetics' CAPA record (B)(4). These actions have been communicated to the FDA and under 21 usc 360i(f). (B)(4).

Event description:
A customer contacted haemonetics on (B)(6) 2009 to report that a burning smell was coming from the orthopat machine and then it powered off. No injury or reaction noted.